Event description:
It appears the generator implanted three days prior to removal may have had a set screw which did not maintain a tight enough hold on the lead which led to a poor capture and resultant bradycardia. The malfunction was detected timely, both the leads and the generator (pacemaker) were tested and the cardiologist felt it was best to replace the generator (pacemaker) due to concerns with a possible malfunctioning set screw in the generator (pacemeker). No further issues are known at this time.